Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the capio device would not load the suture. The physician used another capio device to continue the placement of the pinnacle, but the dilator tube of the second mesh leg crimped and would not pull through the sacrospinous ligament. The physician removed the pinnacle device from the patient. The physician opened a new pinnacle anterior/apical pfr kit to proceed with a procedure. Once the device was placed, all the mesh leg assemblies were removed from the patient without incident, except the last one. The physician cut the suture of the last mesh leg and pulled, but it was difficult to remove the plastic sheath. Eventually, the physician was able to remove the sheath, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.